Manufacturer narrative:
(B)(4). Evaluation summary: incorrect removal. The device was returned for analysis. The filter migration could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the rx accunet embolic protection system instructions for use states: always keep the open filter basket distal to the deployed stent. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the filter was advanced into the mildly calcified carotid artery. The device was placed fully above or distal to the lesion. When the delivery sheath was removed from the filter the entire system pulled back. The filter was removed from the patient deployed; however, no patient adverse patient effects were reported. A new filter was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.